Event description:
A pump cartridge change error was reported. There was no reported adverse impact to the customer's blood glucose level. Customer followed instructions to inspect and clean pump components but was unable to successfully load the cartridge even after several attempts. Customer planned to contact their healthcare provider for a backup insulin therapy solution.